Event description:
Discordant advia centaur troponin ultra results were obtained by the customer and considered discordant when repeat testing was performed and one patient was admitted to hospital. There was no known report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse replaced the acid valve and pump, worn syringe plungers rd, d1, d2, wd and reagent probe 1. The acid pump volume was optimized and performed probe alignments. The instrument is performing within specifications. No further evaluation of the device is required.